Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the irs or return fields in oracle the evaluation is identified as a frame / broken/cracked tubing. Tubing broke at center hole.

Event description:
Tbm alleges, that the left side of the seat frame is bent.